Manufacturer narrative:
This device is not available for analysis. This report is filed 28 feb 2014.

Event description:
Per the clinic, the patient experienced painful stimulation with use of the sound processor. The equipment was removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4)